Manufacturer narrative:
E1 initial reporter phone: (B)(6). The device was returned for analysis and was completed on 03dec2025. A visual and microscopic inspection found that the imaging window was perforated. Functional testing confirmed that the device could flush when the telescope was fully retracted and fully advanced, but a leak was observed in the imaging window.

Event description:
Reportable based on device analysis completed on 03-dec 2025. It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the left anterior descending (lad). During the procedure, the front end of the catheter was leaking water and could not show the image. The device was replaced for another of the same model to complete the procedure. The patient status was stable. However, returned device analysis revealed the perforation in the imaging window.